Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels between 44-56 mg/dl since (B)(6) 2019. The customer consumed food and juice to address the low bg. The customer alleged that the low bg was due to the pump settings being incorrect. Tandem technical support advised customer to call back to troubleshoot and consult a healthcare provider if the low bg issue reoccurs.